Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient felt pain at the pocket site. The patient was treated with antibiotics. There were no additional adverse patient effects reported. This ra lead was explanted.